Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was not providing energy. It kept faulting with error c-34 while using energy. An intuitive surgical inc., (isi) technical support engineer (tse) verified the occurrence of error c-34 on system logs. Tse guided customer to change the energy curve for monopolar energy delivery from actual mode to another with the approval of the surgeon. Tse also informed that workaround is suitable only for monopolar energy. On the other hand, tse asked customer if they had an in-house force triad generator. Tse further guided customer on connecting the generator with y-cable but it was incompatible. Tse therefore suggested to use the external generator with external foot pedal. The surgeon agreed to work with the requested solution to complete the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the reported issue. The system was tested and verified as ready for use. The erbe involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed and found testing reproduced the c-00 error. Visual inspection found no related abnormalities. The complaint regarding a repeated error was confirmed by failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.